Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user had a potential over delivery anomaly. The customer indicated the insulin pump did not have an automatic lock screen. The customer's toddler had fiddled with the pump and initiated insulin delivery. The customer noticed the action in time, preventing any fatal consequence. The customer inquired about an automatic lock feature on the insulin pump. The customer was advised on how to activate the block mode feature on the insulin pump. No further information provided.